Event description:
An aneurx stent graft system was successfully implanted into a patient for the emergent endovascular treatment of a ruptured abdominal aortic aneurysm. It was reported that the aneurysm extended above the renal arteries. The physician planned and performed an aui with a fem- fem bypass due to the aneurysm shape and successfully implanted the stent graft system. In order to exclude the aneurysm the stent graft covered the renal arteries. After the treatment the patient was put on dialysis. The patient's condition did not improve, due to the blood loss from the ruptured aneurysm. The patient's family elected to put the patient on dnr and comfort measures and the patient expired three days post aneurysm rupture. The death certificate revealed the cause of death was super renal aneurysm rupture, blood loss, renal failure and hypotension.

Manufacturer narrative:
Evaluation results and conclusion: (death). (Presented with a ruptured abdominal aortic aneurysm).